Event description:
A customer reported that results from a single patient sample obtained using a vitros 5600 system was associated with the incorrect patient name and incorrect assay. Mis-associated patient results may lead to inappropriate physician action. The discrepancy was identified prior to the results being reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect test was run on a single patient sample and the result was associated with the unintended patient. The csc reviewed information contained in the 'sample ID reuse' section of the vitros 5600 integrated system reference guide located on page 122. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the most likely root cause of the event is user error due to improper sid reuse. The device did not malfunction.